Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device for evaluation. Visual inspection of the returned product noted the patch was fragmented. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an investigation of this condition identified the potential root cause as a combination of a manufacturing and shipping container issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a gastric sleeve resection, the device broke in the middle when folded against the shaft of the instrument to bring it into the abdominal cavity. The doctor used flowseal in order to complete the procedure. The patient status is alive with no injury.

Event description:
According to the reporter, pre operatively, the device broke in the middle when folded against the shaft of the instrument to bring it into the abdominal cavity. The patient status is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: during a gastric sleeve resection, the device broke in the middle. The doctor used floseal in order to complete the procedure.